Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an ICU patient was on an epinephrine infusion and their blood pressure dropped to 63/29 (baseline unknown) when a communication error occurred. Reportedly the clinician "turned the pump off and on and the channels kept displaying the communication error". They then disconnected the channels and reconnected them but still had the error. There is no report of any patient harm or medical intervention.